Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while testing the pump, the cardiosave intra-aortic balloon pump (iabp) batteries would not eject, they werestuck in machine. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit needed adjustment of ports to spread contacts. The fse also replaced the power slot interface board. The unit passed all functional and safety tests.